Event description:
Customer reported that a css console that was supporting a patient emitted a "low left cardiac output" alarm when the css console was repositioned as the patient moved to a chair. The patient was switched to a backup css console. There was no patient impact. The css console was taken to the hospital lab and evaluated by a hospital biomedical engineer, who discovered that the vacuum hose was not properly seated to the laminar flow element. The vacuum hose was reseated to the laminar flow element, and the console successfully passed the console validation test protocol. Once the vacuum line is separated from the laminar flow element, the css console may indicate a low cardiac output alarm when no alarm condition exists because of an atypical occlusion of the laminar flow element inlet port. Since differential air pressure in the laminar flow element is used to calculate cardiac output by noninvasive measurement of the return air flow from the tah-t, an obstruction of this pathway by the vacuum line could result in an artificially low estimate of cardiac output. Syncarida console service technicians attempted to recreate the customer-reported issue at syncarida by using a console and a patient simulator, but were unable to duplicate the "low cardiac output" alarm by disconnecting the vacuum hose from the laminar flow element. It is possible that the vacuum line can become separated from the laminar flow element if it is exposed to excessive force by an operator. The distal portions of the vacuum lines connect to either the primary or backup css controller in normal operation. During console checkout, the vacuum lines are switched from the primary to the backup controller to complete the calibration process. It is possible that during the expected reconnection of the vacuum lines to an alternate controller, a user could exert force on the proximal end of the vacuum line and cause the line to separate from the laminar flow element. A review of the css console device history record revealed that the css console was last serviced in 2008. During servicing, no issues were observed regarding the "low cardiac output" alarm or a loose connection of the vacuum hose to the laminar flow element. The css console was fully functional and passed all production and quality testing prior to release. The css console also successfully passed a console test validation protocol that was conducted in the field by hospital personnel the same month. This alleged failure mode poses a low risk to the patient because it does not prevent the css console from performing its life-sustaining functions. The css console emitted a "low left cardiac output" alarm when no alarm condition existed. This alleged failure mode will be monitored to determine if it exhibits an upward trend. Syncarida has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
Syncarida console service technicians attempted to recreate the customer-reported issue at syncarida by using a console and a patient simulator, but were unable to duplicate the "low cardiac output" alarm by disconnecting the vacuum hose from the laminar flow element. It is possible that the vacuum line can become separated from the laminar flow element if it is exposed to excessive force by an operator. The distal portions of the vacuum lines connect to either the primary or backup css controller in normal operation. During console checkout, the vacuum lines are switched from the primary to the backup controller to complete the calibration process. It is possible that during the expected reconnection of the vacuum lines to an alternate controller, a user could exert force on the proximal end of the vacuum line and cause the line to separate from the laminar flow element. A review of the css console device history record revealed that the css console was last serviced in 2008. During servicing, no issues were observed regarding the "low cardiac output" alarm or a loose connection of the vacuum hose to the laminar flow element. The css console was fully functional and passed all production and quality testing prior to release. The css console also successfully passed a console test validation protocol that was conducted in the field by hospital personnel the same month. This alleged failure mode poses a low risk to the patient because it does not prevent the css console from performing its life-sustaining functions. The css console emitted a "low left cardiac output" alarm when no alarm condition existed. This alleged failure mode will be monitored to determine if it exhibits an upward trend. Syncarida has completed its evaluation of this complaint and is closing this file.